Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. There is no indication for a manufacturing-related failure. Based on the investigation of the provided images and the returned delivery system and accessories it is confirmed that the stent was partially released when a force transmitting joint broke in the distal section of the delivery system. Further use of the trigger mechanism after the joint breakage led to exposure of inner components and further breakage. The distal stent end was not returned which led to the conclusion that stent fracture occurred during the attempt to remove the distally anchored stent from the patient. The proximal stent end was found released inside the returned introducer sheath which indicated that the user could withdraw the partially released stent into the introducer. The returned introducer was found delaminated so that the delivery system was found constricted and deformed by the introducer material. Due to poor condition of sample and introducer a detailed re construction was not possible. Therefore, potential factors that could have led or contributed to increased release force, deployment failure and subsequent joint breakage have been evaluated. Previous investigations of similar complaints have been reviewed. The event reported may be related to a difficult anatomy as highly tortuous and calcified vessels may lead to increased friction and subsequent release force increase. The event reported may also be use related as rough handling may lead to the event reported. The use of a 0.014" guide wire which was found stuck in the system was considered a contributing factor to the event reported. Based on the information available, a definite root cause for the reported event could not be identified. In reviewing the labeling supplied with this product it was found that the instructions for use (IFU) sufficiently address the potential factors. The IFU states: 'examine the stent system for any damage. If it is suspected that the sterility or performance of the stent system has been compromised, the device must not be used.', 'do not constrict the delivery system during stent deployment. If excessive force is felt during stent deployment, do not force the stent system. Remove the stent system and replace with a new unit', and 'if resistance is met while retracting the delivery system over a guidewire, remove the delivery system and guidewire together.' Furthermore the IFU states: 'insert a 0.035¿ guidewire of appropriate length (see table) and diameter across the lesion to be stented via the introducer sheath.'. The packaging labels and the hang tag demand for use of a 0.035" guide wire. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during deployment of a stent, the deployment handle mechanism broke when the stent was approximately 60 mm deployed in the patient. The partially deployed stent was removed together with the delivery system and introducer, and another stent was deployed successfully to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
.